Event description:
It was reported that, an 840 ventilator had a screen broke off hinge while on patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se)inspected the device and replaced the graphic user interface (gui) rotor and latch the unit passed all testing and operates within the manufacturing specifications.